Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod. Symptoms reported include aches, pain and shaking. The patient reports being unable to apply a pod due to their controller being stuck on an update. Once at the hospital the patient was treated with intravenous insulin. The patient was in the hospital for 3 days.

Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned that the controller stopped working during a pod change and got stuck on a loading screen. Review of the android log files downloaded from the returned controller found that a pod deactivation occurred on (B)(6) 2024 and a gap in use occurred where the controller was unlocked on (B)(6) 2024 and not unlocked again until (B)(6) 2024. The logs show that the controller was still on for this gap and was charged on (B)(6) 2024. The controller stayed on until (B)(6) 2024 until the battery was depleted and the controller turned off. The logs show no use of the controller for these periods as the controller screen was turned on and turned off shortly after on (B)(6) 2024 and no evidence of interaction seen outside of these interactions. The controller was charged and turned on again on (B)(6) 2025. No evidence of the application being stuck in a loading screen or failing to activate a new pod was observed between (B)(6) 2024. Physical testing of the controller found no issues that would result in it getting stuck during loading. The controller was able to activate and deactivate pods with no issues. Though no issues were observed with the controller, it could not be conclusively determined if the controller did encounter a screen that the user was unable to bypass on the date of occurrence. The exact cause of the reported event could not be determined.